Event description:
A st elevation has occurred. During an atrial fibrillation ablation, a faradrive steerable sheath and farawave were selected for use. Upon completion of the pulmonary vein isolation using the farawave through the faradrive sheath, the catheter was pulled back in the sheath. The physician aspirated the sheath as he was pulling the catheter out and noticed air bubbles being aspirated. The nurses investigated the line and found the pressure bag had run empty explaining the air bubbles. St segment elevation was noticed shortly after, and an interventional cardiologist performed a left heart catheterization. No air or clots were found and the ECG recovered before the end of the procedure. The procedure was ended, and no further complications have been reported. The devices are not expected to be returned as were disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h6: impact code: removed f12 serious injury/ illness/ impairment. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
A st elevation has occurred. During an atrial fibrillation ablation, a faradrive steerable sheath and farawave were selected for use. Upon completion of the pulmonary vein isolation using the farawave through the faradrive sheath, the catheter was pulled back in the sheath. The physician aspirated the sheath as he was pulling the catheter out and noticed air bubbles being aspirated. The nurses investigated the line and found the pressure bag had run empty explaining the air bubbles. St segment elevation was noticed shortly after, and an interventional cardiologist performed a left heart catheterization. No air or clots were found and the ECG recovered before the end of the procedure. The procedure was ended, and no further complications have been reported. The devices are not expected to be returned as were disposed.